Manufacturer narrative:
(B)(6). This report is for two (2) unknown 5.0mm distal locking screws. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 12mm x 400mm trochanteric fixation nail (tfn)-left, one (1) 90mm lag screw, and two (2) 5.0mm distal locking screws on(B)(6) 2015. On unknown date, patient reported pain. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. All explanted hardware was intact. Surgery was completed successfully with no delay and no harm to patient. It is reported surgeon plans to wait a few weeks, then revise patient to a total hip implant. This report is for two (2) unknown 5.0mm distal locking screws. This is report 3 of 3 for (B)(4).